Manufacturer narrative:
Product event summary: one controller (B)(4) and five batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries all passed visual examination and functional testing. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4) and (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additional products: battery (B)(4). H6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the reported event was confirmed. The returned controller passed visual inspection and functional testing. Investigation is ongoing. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the reported event was confirmed. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the reported event was not confirmed. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the reported event was confirmed. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 71 product event summary: the reported event was not confirmed. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Battery (B)(4). H3: yes h6 FDA method code(s): 10, 23, 38, 3372 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 product event summary: the reported event was confirmed. The returned battery passed visual inspection and functional testing. Investigation is ongoing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: visual inspection of the controller under 10x magnification revealed a hairline crack surrounding power port 1. An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery battery / (B)(4)/ model #: 1650de / expiration date: 2015-12-31 UDI #: (B)(4), return date: (B)(6) 2017 device evaluation anticipated, but not yet begun mfg date: 2014-12-31. (B)(4). Heartware ventricular assist system - battery battery / (B)(4)/ model #: 1650de / expiration date: 2016-02-29 UDI #: (B)(4) return date: (B)(6) 2017 device evaluation anticipated, but not yet begun mfg date: 2015-02-28 heartware ventricular assist system - battery battery / (B)(4)/ model #: 1650de / expiration date: 2016-02-29 UDI #: (B)(4) return date: (B)(6) 2017, device evaluation anticipated, but not yet begun. Mfg date: 2015-02-28. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2016-11-30 UDI #:(B)(4) return date: (B)(6) 2017. Device evaluation anticipated, but not yet begun. Mfg date: 2015-11-30. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2017-06-30 UDI #: (B)(4): mfg date: 2016-06-30. (B)(4).

Event description:
It was reported that the controller was changing power ports earlier than expected. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.